Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified left anterior descending artery. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon third inflation at a nominal pressure. The device was simply removed from the patient's body. The procedure was completed with another of same device. No patient complications were reported.